Event description:
It was reported that the device shut down during use on a patient and it was not possible for the user to restart the device. It was reported that the patient's oxygen saturation decreased. No serious injury occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Investigation is on-going.

Manufacturer narrative:
The log file was analysed regarding the reported event. Based on the log file analysis a complete disruption of the device operation on the reported date of event could be confirmed. The log file entries correspond with a faulty rocker switch (main on/ off button of device). In case of a faulty rocker switch the device is permanent switched on although the rocker switch is in state off. Therefor the device can be put in operation despite the rocker switch being in state off. If the functionality of the rocker switch is restored during device operation, the device would shut down. Dräger concludes that the rocker switch was in position off when the device was started on the date of event eventually leading to a shutdown of the device. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software would detect a deviation the device would post an appropriate alarm message to inform the user about a problem. In case of a complete loss of function the safety valve would open to ambient for allowing spontaneous breathing, the number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use on a patient and it was not possible for the user to restart the device. It was reported that the patient's oxygen saturation decreased. No serious injury occurred.